Event description:
Olympus (omsc) was informed that the customer autoclavable camera head is ¿unable to output image¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event is pending. The subject device was returned to the olympus repair center. The repair evaluation could not confirm/reproduce the customer reported problem. However, the evaluation noted the cable unit has physical wear from cuts, dents, scratches and twists. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use

Manufacturer narrative:
This supplemental report was submitted to provide additional details to the event description and provide the legal manufacturer¿s investigation results. Since the subject device was manufactured over 15 years ago, the device history records (DHR) for the device could not be reviewed. The device had no repair history in the past year. Based on the repair inspection, the customer¿s reported issue could not be confirmed/reproduced. It was noted the cable unit was damaged which potentially attributed to the image issue. However, the root cause of the customer¿s no image issue or the cause of the cable damage could not be conclusively determined.olympus will continue to monitor complaints for this device.

Event description:
Olympus was informed by the operating room nurse at the user facility that the customer autoclavable camera head was ¿unable to output image¿ during a knee arthroscopy procedure. The issue occurred at near the end, so the procedure was completed with the same camera head. The equipment was inspected before use, but the results are unknown. It was confirmed there were no effects to the patient.